Event description:
It was reported that the blood drawn into a bd microtainer® tubes with k2e (k2edta) produced a low platelet count during the instrument test, where it was observed later to be missing the additive. This resulted in the patient being redrawn, though there was reportedly no delay in treatment. The following information was provided by the initial reporter, translated from chinese to english: "on (B)(6) 2019, customer using this batch microtainer to withdraw blood from patient, during instrument test, the patient's platelet result very low. 8ea in 80ea occurred such issue. Then customer found many microtainer without additive. Due to this issue, 8 patients been re-withdraw the blood. The incorrect results not been used. No delay or altercation of treatment due to this problem."

Manufacturer narrative:
Additional information: this complaint is associated to field action # 2243072-05/09/2019-007-r. 1. Recall summary --------------------- bd is conducting a voluntary medical device recall for multiple lots of the bd microtainer® tube w/ bd microgardtm closure, k2edta additive, based on confirmed complaints of reduced within the tube reservoir. 2. Product and scope ------------------------- bd microtainer® tube w/ bd microgardtm closure, k2edta additive, catalog# 365974, are used to collect, transport and store skin puncture blood specimens for hematology tests, or for tests utilizing serum or heparinized plasma. 3. Description of issue ------------------------- the referenced lots have been confirmed to have reduced or no additive within the tube reservoir. Bd pas identified this issue thru the bd complaint investigation system 4. Summary table of the # of complaints and mdrs in scope ------------------------------------------------------------------- per 806 # 2243072-05/09/2019-007-r dated june 5, 2019 there were a total of 2 complaints and 2 mdrs within scope at the time the field action was made. 5. Hhe summary -------------------------------- this issue may develop visible clots within the tube samples or micro clots that are not easily detected during visual inspection of the tubes. As a result, this may lead to recollection of samples or, retesting of patients, resulting in delayed reporting of test results and patient treatment. . Additionally, if a micro clot is undetected, it may contribute to inaccurate cell counts including platelet, and hemoglobin levels that could potentially produce erroneous results that impact patient treatment. This may lead to moderate health hazard to patients. 6. Investigation summary --------------------------------------- evaluation of complaint samples confirmed that additive was not visually present inside the tubes. Subsequently, retention lot samples from prior and post manufacture of the complaint lot were tested and confirmed the defect was limited to 13 lots manufactured from january 2019 to february 2019. Bd pas has initiated CAPA 896640 to further investigate this issue and implement corrective actions. 7.recall reference #, either bd internal or res/z# ----------------------------------------------------------------------- bd recall # pas-19-1526.

Event description:
It was reported that the blood drawn into a bd microtainer® tubes with k2e (k2edta) produced a low platelet count during the instrument test, where it was observed later to be missing the additive. This resulted in the patient being redrawn, though there was reportedly no delay in treatment. The following information was provided by the initial reporter, translated from chinese to english: "on (B)(6) 2019, customer using this batch microtainer to withdraw blood from patient, during instrument test, the patient's platelet result very low. 8ea in 80ea occurred such issue. Then customer found many microtainer without additive. Due to this issue, 8 patients been re-withdraw the blood. The incorrect results not been used. No delay or altercation of treatment due to this problem."

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for missing additive with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, the issue relating to missing additive was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met. Bd has initiated further investigation relating to this issue through CAPA#896640. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for missing additive with the incident lot was observed. Evaluation/testing of the retain samples was also conducted and missing additive was observed. Further investigation has been initiated through CAPA#896640. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: CAPA#896640 has been initiated to document further investigation and root cause analysis relating to this issue. The investigation is currently on-going and will be updated as the potential root cause(s) are identified. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the blood drawn into a bd microtainer® tubes with k2e (k2edta) produced a low platelet count during the instrument test, where it was observed later to be missing the additive. This resulted in the patient being redrawn, though there was reportedly no delay in treatment. The following information was provided by the initial reporter, translated from (B)(6) to english: "on (B)(6) 2019, customer using this batch microtainer to withdraw blood from patient, during instrument test, the patient's platelet result very low. 8ea in 80ea occurred such issue. Then customer found many microtainer without additive. Due to this issue, 8 patients been re-withdraw the blood. The incorrect results not been used. No delay or altercation of treatment due to this problem."